Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 500 mg/dl, while wearing the pod. No further information was provided on this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.